Event description:
It was reported that the physician experienced difficulty when removing the spring wire guide (swg). He had placed the catheter and was removing the swg with about 30 cm of the swg out and felt a "pop" from the swg. Upon complete removal of the swg intact, it was found to be unraveled about half the length of the swg. During the procedure no resistance was felt even during dilation. Upon further examination, it was found that the catheter had "pigtailed at its tip" instead of lying straight. The catheter was not removed because there was not any restriction to flow. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.